Event description:
The pt was implanted with a left ventricular assist device. The white lead of the system controller had a bent pin and would not recognize the battery. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event was confirmed during analysis. On the white lead, 2 pins were broken off. The system controller was unable to run a lvad pump while on just the white cable. This was due to both negative power lines having broken pins on this lead. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.